Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical usage and no evidence of blood were observed. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the returned condition of the device the reported complaint was confirmed for the as reported failure mode " heater wire- bent/detached ¿ and was not confirmed for the as reported failure mode " environmental particulate- excessive smoke ". Specific actions for the failure mode are being documented and maintained in maquet's corrective and preventive action (CAPA) system.

Event description:
During the evh procedure for a CABG, the hemopro 2 cautery wire had detached from the jaws towards the end of the harvest, and the harvester was unable to continue to cauterize branches and fascia. There was also a lot of smoke noted in the tunnel before the disconnected wire was noticed. The hemopro 2 wire, although detached from the jaws, was still attached in the croux of the jaws and therefore was not lost in the tunnel. Device was not replaced as this was towards the end of the harvest and extension of the initial incision was sufficient to finish harvest. The instrument was discarded after the case.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
During the evh procedure for a CABG, the hemopro 2 cautery wire had detached from the jaws towards the end of the harvest, and the harvester was unable to continue to cauterize branches and fascia. There was also a lot of smoke noted in the tunnel before the disconnected wire was noticed. The hemopro 2 wire, although detached from the jaws, was still attached in the croux of the jaws and therefore was not lost in the tunnel. Device was not replaced as this was towards the end of the harvest and extension of the initial incision was sufficient to finish harvest. The instrument was discarded after the case.